Event description:
It was reported that following a recent fall, patient experienced ineffective therapy. Diagnostics revealed high impedances and x-ray imaging revealed lead fracture. Reprogramming has been unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the entire system was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.